Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to impingement issues. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 5351467 310-60-44 - stemless humeral head xtra short, 44mm (alpha). 5369600 319-01-32 - steinmann pin sterile 3.2mm x 178mm. 5439763 300-62-03 - stemless humeral comp integrip, cage, size 3.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2018. The patient presented on (B)(6) 2022 and patient had increased shoulder pain without injury x 1 yr. The case report form indicates that this event is definitely not related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2023.